Manufacturer narrative:
(B)(6). The lot was manufactured november 7, 2016 ¿ november 8, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. For the reported condition of under infusion, a functional flow rate test must be performed on the actual complaint sample in order to verify the flow rate accuracy of the alleged device. Therefore, the photograph of the sample could neither verify nor refute the reported condition. As the device was not returned for evaluation, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. This was identified after use. The folfusor was filled with fluorouracil hs 4200 mg diluted in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.